Manufacturer narrative:
The received device was found to have a kink near to the tip of exposed soft cannula portion, cracks were observed on the pod top housing. But it could not be determined when these damages on soft cannula and top housing occurred. The formed needle was visible slightly than normal, through the exposed portion of the soft cannula. After opening the pod, some score marks were found on the underside of the top housing, caused due to the misalignment between the linkage assembly and the top housing. No abnormalities were found on the download data that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels exceeded 250 mg/dl, while wearing the pod between 4 and 24 hours on the back. No information was provided on how the hyperglycemia was treated.